Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient that is implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the ins quit working in 2010. The patient went to a gynecologist that told them to turn off the ins while they were pregnant in 2010 and had the device off for 6-8 months. Since 2010 the ins has been off and on, and the battery wouldn't charge fully to 100% in (B)(6) 2011. The stimulation would be on different levels "a,b,c" and wouldn't be right in the torso. When on c it was "too much". The patient wanted to use the ins because they were in real trouble and their fibromyalgia was "rocketing"; they didn't want to have to take morphine to help with it. When the patient doesn't use the ins their hands get all cramped at night and squeezes their shoulders in a weird way up by their head, and by the time they wake up it hurts. In (B)(6) 2011 the patient couldn¿t charge. The ins stopped working and they can't charge because they only got the reposition antenna screen. In 2015 the patient was able to charge the recharger but not the ins. Once the recharger was put "close to my implant it would only go to 20% with no options". There was poor telemetry/communication with recharging. It was noted that the patient programmer was not available, wasn¿t working. The health care provider (hcp) with the patient had a pp that works and would check the device. The hcp used a clinician programmer and was getting no response from the ins and displayed ¿cannot find the device, reposition programmer head and press retry. Exit to end session.¿ the hcp didn¿t have a recharger and the patient didn¿t have a recharger with, but their husband was going to go get it. The hcp told the patient they might not have the right equipment to help them. The patient was just going to give up and get a new device implanted.